Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device handle would not release, and they were unable to use the device; it did not lock on tissue. They used another like device and it worked fine. There was no patient injury.